Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment of the second clip. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The patient had a cleft on the mitral valve leaflet. The first mitraclip was implanted without issue. The second mitraclip was inserted, but there was a shadow over the anterior leaflet which made imaging a challenge. There was thought to be appropriate leaflet coaptation with the second mitraclip and the clip was implanted, but the anterior leaflet came out of the deployed mitraclip. A third mitraclip was implanted to secure the second clip. Mr was reduced to grade 3. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of dyspnea and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment appears to be related to user technique/procedural circumstances (difficulty visualizing the clip). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient was discharged home from the mitraclip procedure on (B)(6) 2018 (two days post procedure). On (B)(6) 2018 the patient woke up with shortness of breath and was admitted through the local emergency room for congestive heart failure. Medication was administered. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures.

Event description:
Subsequent to the previously filed report, additional information was received that the patient expired on (B)(6) 2018. The patient had previously been placed on hospice. There was no additional information provided.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed report, additional information was received that the patient was discharged home from the mitraclip procedure on (B)(6) 2018 (two days post procedure). On (B)(6) 2018 the patient woke up with shortness of breath and was admitted through the local emergency room for congestive heart failure. Medication was administered. There was no additional information provided.